Event description:
The caregiver of a home patient (hp) contacted baxter technical service, requesting assistance in starting over with a new setup. During use of a homechoice system, at connect bags, the caregiver stated she accidentally touched the spike to the lip of the bag port when trying to connect the bag. The technical service representative had the caregiver close the clamps, power the hc off/on, and advised the caregiver to dispose of the setup and start over with new supplies. Pt the home patient's nurse stated that she was aware of this incident and stated that the home patient had had effluent cultures done, which came back negative. There was no injury or other medical intervention.

Manufacturer narrative:
The home patient's nurse has reviewed proper procedures with the home patient.